Event description:
It was reported the ecs21 was used during a gastric bypass. It was reported by the rep that the surgeon was utilizing the blue integral trocar of the ecs21 and the tip broke off. It was retrieved and another ecs21 was opened to compelte the case. There was no consequence to pt.